Event description:
Reporter states end user fell out of their wheelchair, injured their back, and received a minor cut on right forearm. End user states they were doing pressure relief push-ups utilizing their armrests when one of the bolts holding the receiver on the left side of chair broke. The armrest gave way and they fell out and the chair landed on top of them.